Manufacturer narrative:
The insulin pump was received with unresponsive up buttons due to corroded keypad traces. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify time clock anomaly due to unresponsive button. The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at display window corners, broken belt clip slot, cracked reservoir tube lip and cracked case at the reservoir tube window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of button error and time/clock anomaly. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the up arrow does not work. The customer stated that the time was advancing. The product was returned for analysis.